Manufacturer narrative:
The investigation confirmed that unexpected but repeatable reactive (B)(6) test results were obtained for a single patient sample which resulted (b)64) when tested using non-vitros methods. Root cause for the unexpected but repeatable (B)(6) test results could not be determined; however, the possibility that an unexpected sample interferent had contributed to the results could not be ruled out. A reagent issue or unexpected analyzer performance was not considered to have contributed to the event.

Event description:
A customer complained after observing unexpected but repeatable (B)(6) test results (B)(6) for a single patient sample which resulted (B)(6) when tested using non-vitros methods. The patient's sample was later tested by westernblot and viral load methods and resulted (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer reported a 'pending confirmation' result for the sample to a physician. The customer confirmed the patient had no treatment performed as a result of the observed vitros (B)(6) test results. However, the patient gave birth to her child who, per the customer facility's policy to treat neonates suspected of having (B)(6) infection and a mother with no known medical history, received prophylactic antiretroviral therapy (art) as follows: oral suspension of nevirapine, 12 mg/ml every 12 hours; and administered zidovudine, 14 mg/l every 12 hours. The duration of the treatment was not provided. There were no allegations of patient harm made as a result of the events or treatment provided to the newborn baby.